Event description:
Loss of integration: customer reported that implants were placed and engaged seemed to be healing fine until patient returned. Implants were removed.

Event description:
Loss of integration: customer reported that implants were placed and engaged seemed to be healing fine until patient returned. Implants were removed.